Event description:
It was initially reported that the zimmer electric dermatome handpiece had a handle that was becoming hot. Additional clinical information determined that the reported issue occurred during surgery while the patient was asleep and the physician was testing the device prior to cut and discovered it didn't work properly. It was confirmed that there was no patient involvement or harm and it is unknown the exact length of time that was spent during the surgery attempting to get the device to work. An irrigation and debridement was performed and a wound vacuum was placed which required the patient to come back for a second surgery.

Manufacturer narrative:
May 31, 2012, u.s. And (B)(4) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/14/2007 and had no repair history at zimmer surgical since (B)(4) 2011. Evaluation of the device observed that the device was not operable and the 2" and 4" width plates were damaged. Prior to repair the device was out of calibration and side to side specifications at the zero thickness setting. Post repair analysis revealed corrosion to the motor casing. The motor operated within motor specifications; however, became warm to the touch. During operation the device had an abnormally loud grinding sound. The switch passed continuity testing. The cause of the reported issue was most likely due to the motor drawing a higher, but still within specifications. Special care regarding cleaning and sterilization practices should be taken to prevent the entry of moisture within the handpiece. Moisture accumulation and lack of preventative maintenance most likely caused the corrosion to the motor casing, which most likely led to the malfunctioning motor causing the motor to draw excess current causing the motor to heat up and thus the handle of the handpiece to become warm. The device was serviced and returned to the customer.